Event description:
Olympus endojaw disposable biopsy forceps placed through scope intra-procedure and would not open for use inside patient. Forceps withdrawn and another item used. An olympus colonoscope was used for the exam.